Event description:
It was reported that the customer was hospitalized due to high blood glucose of 700mg/dl. It was stated that the customer has been in rehabilitation due to a broken pelvis. It was stated that the customer's glucose level was treated with manual injections. Troubleshooting was performed. Reviewed the alarm history and found multiple no delivery alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.